Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported intermittent failure. Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would intermittently not power on. There was no patient use associated with the reported event.